Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer was defective. It was noted that it failed tests relating to atrial electrograms (egm) low gain; atrial amplitude; calibration impedance factor; pacing amplitude; atrial input amplitude measurement; atrial resistance measurement; back up battery and cross pacing. The battery was noted to be depleted with low voltage. The analyzer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The analyzer originally returned foe evaluation as an associated instrument subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.